Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise that was oversensed and led to an inappropriate shock. It was noted that there was no pacing inhibition and therapy was not exhausted. The crt-d and rv lead also exhibited high out of range impedance measurements, thus a fracture was suspected; however not confirmed. A revision procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted. A new crt-d and rv lead were successfully implanted and no additional adverse patient effects were reported.